Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision, during which, the physician relocated the ipg from the right buttock to the right flank. The patient was doing well following the procedure.